Manufacturer narrative:
A ge representative evaluated the system and replaced the brake handles. System operates as intended.

Event description:
Customer reported the lock on the c-arm is not working properly. No pt injury was reported.